Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Power error detected alarm confirmed in pump history file and unexpected battery power loss shown in power graph. Problem isolated to electronic assemblies. Unit alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the battery last less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.